Event description:
It was reported that during use the cannula broke off with an unspecified bd pen needle. The following information was provided by the initial reporter: it was reported cannula broken and gets stuck.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 8/19/2020. H.6. Investigation: customer returned one (1) used 32g x 4mm bd pen needle without a cover or tear drop label attached. Consumer reported rear cannula end is broken + gets stuck. The returned pen needle was examined, and it was observed that the non-patient end (npe) cannula was broken. No evidence of manufacturing defect was observed. Since the sample was returned after use, and no manufacturing defects were observed, the probable cause of the cannula break is user error when attaching the pen needle to a pen injector. Unable to perform a DHR review due to an unknown lot number for needle breaks off during use npe. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that during use the cannula broke off with an unspecified bd pen needle. The following information was provided by the initial reporter: it was reported cannula broken and gets stuck.